Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case. This event has been identified as a malfunction. Abbot vascular has initiated a corrective action.

Event description:
A physician attempted arteriotomy closure using the starclose device after a diagnostic procedure. During the procedure, the vessel locator wings would spring back into the device when the finish arrows were lined up and the device was still able to fire clip. Hemostasis was not achieved and the physician reverted to manual compression. There was no patient injury reported.